Event description:
It was reported that a patient was implanted on an unknown date with three zipfix sternal closures and non-synthes sternal wire following a coronary arterial bypass graft. On an unknown date post-operatively, the patient coughed vigorously and the three implanted zipfix closures popped open. The patient was returned to the operating room, the surgeon removed the three zipfix closures and implanted three new zipfix closures and additional non-synthes wire closures. Subsequently on (B)(6) 2013, the patient again coughed vigorously, and this time broke the non-synthes sternal wires. The zipfix closures remained intact. The surgeon returned patient to or again, removed the sternal wires, left the zipfix closures implanted, and performed a pectoralis flap. No further hardware was implanted. Surgery was completed successfully. The patient's status/outcome following the last surgery was reportedly stable. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.